Event description:
The adverse event case described a situation where the hemostat did not stop a bleeding. It is stated that the patient needed a surgical intervention (revision surgery). As described in the technical documentation, the surgeon will use another technique or hemostat (in this case, gauze, surgicel, surgiflo, abgel, moph pack) if for some reason, surgiflo hemostatic matrix kit with thrombin is insufficient. Follow-up information stating that the bleeding was an active bleeding and that surgiflo did not achieve its intended purpose. The surgeons observation of a failure of surgiflo. The surgeon however also states that "mop and pressure was helpful in stopping bleeding" hence the bleeding was not severe. The case appears to be a malfunction.